Event description:
Boston scientific received information that this lead was surgically abandoned due to an infection. It was not possible to explant the lead due to adhesion to the superior vena cava. The explant procedure will take place at a later date to remove the lead. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Should additional information become available this investigation will be updated.